Event description:
The facility reported a pump with failure code 812:02. It is unk when this failure code occurred. There was no pt injury or med intervention necessary according to the hosp rep. No add'l info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or if any additional info becomes available.